Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence, cystocele, rectocele, enterocele, and vaginal cuff prolapse. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent revision of rectocele with removal of mesh on (B)(6) 2008. It was reported that patient underwent colonoscopy on (B)(6) 2010 for possible gastrointestinal bleeding and anemia dropping blood counts, status post gastrectomy. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/5/2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, urge incontinence, and functional disorder of bladder.